Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The dealer alleges the ih3652g tub is leaking around the tub drain.